Manufacturer narrative:
The event logs were downloaded, reviewed, and uploaded to s.r. On reviewing the logs, samples pasted from logs were used for example to calculate the rate and time to infuse. 23 21/08/24 13:31 n186 distal occlusion 24 21/08/24 13:31 program line a:stopped 25 21/08/24 13:31 line a: duration:00:30 26 21/08/24 13:31 line a: rate:999, vdi:500.0 27 21/08/24 13:31 line a: phase 1 28 21/08/24 13:31 line a: dose unit:ml/h, p.d. Maximum:310.2 mmhg 29 21/08/24 13:31 line a: recall:no 30 21/08/24 13:31 infusion started. The rate 500*60/99=30.03. The probable cause could be that the pump stopped for a distal occlusion alarm. D9 - device available for evaluation: no.

Manufacturer narrative:
E1 - initial reporter phone is (B)(6). The device is available for evaluation- it has not been received.

Event description:
The event involved a plm a+ italian device (refurb) where the customer reported that it does not respect the infusion times and quantity even if set. There is no patient involvement, no adverse event / human harm, no death, no delay in critical therapy and no need for medical intervention.